Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touchscreen was calibrated, but the issue remained. The pse therefore replaced the touchscreen and verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The touchscreen was tested, and the technician verified that the touchscreen failed flex cable resistance verification testing, confirming the touchscreen misalignment. Due to this failure in flex cable resistance verification, the touchscreen did not meet the acceptance criteria specified in document (B)(4) (v.e). Per mtr-00009, the touchscreen was out of specification.